Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2011. During the procedure, the lights on the device were blinking and the unit was shutting down during use. The machine was having a hard time keeping up. The physician decided to convert to an open procedure to complete the case.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Ileus - not labeled. After removing two thirds of the uterus, there was difficulty getting the rotary blade to spin and the power source was blinking. The surgeon converted the procedure to a mini-laparotomy incision. The patient developed a post operative ileus and was discharged home in stable condition on (B)(6) 2011.